Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2010 - the pt was treated for a recurrent ventral incisional hernia with implantation of a bard/davol xenmatrix mesh. On (B)(6) 2012 - the pt underwent a laparoscopic procedure, extensive lysis of adhesions, excision of mesh, and a partial omentectomy in an attempt to remedy alleged complications caused by the mesh that included infection of the mesh, intestinal bleeding, partial blockage of the small bowel, and barrett's syndrome of the esophagus. The attorney's report alleges recurrence, pain, adhesions, infection, obstruction, omentectomy, barrets syndrome, explant.